Manufacturer narrative:
The reported event of device had communication error was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿communication error". Based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the 8015 alaris pcu 1.5 module communication error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported that the customer had another error happen today. Secondary infusion was set to 100ml/hr for 50ml. At the 30min when the pump should've just switched to primary, both channels said communication error while the screen showed to error message. We removed the pump/channels and set them aside to be evaluated. There was no reported patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer had another error happen today. Secondary infusion was set to 100ml/hr for 50ml. At the 30min when the pump should've just switched to primary, both channels said communication error while the screen showed to error message. We removed the pump/channels and set them aside to be evaluated. There was no reported patient harm.